Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. Reportedly, the audio alarm tone appeared to be distorted and was getting quitter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged ¿quiet sound¿ issue was not duplicated in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. The sound volume met specifications, however, the auditory feature was only operating intermittently. All sound settings were set to ¿high¿ except the ¿temporary basal¿ was set to ¿off¿. No visible damages were found with the sound assembly.